Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle had pierced through the shield in the polybag. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the needle came out of shield. When the polybag was opened and the syringe removed, the needle came out from between the orange cap and the hub.".

Manufacturer narrative:
H6: investigation summary customer returned (1) 0.5ml 29ga 1/2in syringe inside a plastic container. The customer reported that the needle came out of shield. When the polybag was opened and the syringe removed, the needle came out from between the orange cap and the hub. The returned syringe was visually inspected and was observed the cannula between hub and shield. A review of the device history record was completed for batch# 2269255. All inspections and challenges were performed per the applicable operations qc specifications. No root cause determined at this time. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle had pierced through the shield in the polybag. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the needle came out of shield. When the polybag was opened and the syringe removed, the needle came out from between the orange cap and the hub."